Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the device evaluation, the service technician noted foam particles inside the assembly. Additionally, the service technician also noted multiple error codes (e55, e65, and e66) along with insect infestation, tobacco, and dirt/dust contamination. The service center scrapped the device after the evaluation was completed.